Manufacturer narrative:
Examination of the submitted device confirmed the end of the stem is bent/deformed. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against product code (B)(4) did not find any trend of damaged stems. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing and no trends of device failure, the need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The bottom of the tray (where the stem inserts) is bent.